Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including functional testing without duplicating the report. An internal inspection resulted in no findings. The pace/defib engine board was replaed as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.